Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a battery voltage of 2.68 after 32 months of implant. There was an allegation of premature battery depletion against the device.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 80 mg/dl and 186 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.